Event description:
I used amo complete moisture plus contact lens solution for 1 year. In 2007, I began experiencing symptoms including eye pain, redness, tearing, and irritation. I went to dr who prescribed a 7 day regimen of tobradex and to not wear my contact lenses. The symptoms subsided but reappeared after I began wearing my contact lenses again. A second round of tobradex cleared up the symptoms without recurrence. I learned about the recall of amo complete moistureplus contact lens solution when I could not find the product in any stores. To find out why, I looked on the web and found the recall. I have stopped using the product. Dates of use: 2006-2007. Diagnosis: clean, disinfect, and store soft contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.